Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an issue with power cord and or power outlet. The field service engineer verified that the issue was resolved after the user plugged in the power cord last night. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that the screen on a bd pyxis medstation system was stuck on black even though it was powered on, and the nurse was unable to pull up any meds. This incident did not cause any delays in patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation system unexpectedly stopped responding and went to black screen even though it was powered on, prevented the user from accessing medication for a patient. This incident did not cause any delays in patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen was unresponsive due to an issue with the power cord. A field service engineer verified that the problems were resolved after the user connected the power cord last night. The system functioned as intended after the field service engineer troubleshooted the device.